Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them.

Event description:
The patient reported blood glucose results of "211 mg/dl, 120 mg/dl and 164 mg/dl" with lifescan meter, performed within 10 minutes of each other. The meter, test strips and control solution were replaced.